Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was stress tested. The system operates as intended and put back into service.

Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.